Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received missing end cap sticker. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons were unresponsive. The customer stated that she put her pump inside her bra before the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.